Manufacturer narrative:
Initial and final (B)(4) - device 1 of 3. Since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in the united kingdom. It was reported that the patient was hospitalized on (B)(6) 2026 due to diabetic ketoacidosis (dka) event caused by kinked cannula in three infusion sets. At the time of hospitalization, the patient's blood glucose level was around 18 mmol/l, and ketone levels increased from 2.4 mmol/l to 6.7 mmol/l. The patient attempted to manage the elevated glucose with insulin pen, but blood glucose levels did not decrease. During hospitalization, patient was treated with insulin via intravenous (IV) drip and remained hospitalized overnight. The patient was discharged on (B)(6) 2026. No further information available.